Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working oscillations was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the bearing, seal, coupling and motor of the small battery drive device were worn, the motor was damaged and would not run, the electronic control unit (ecu) was damaged and the device had cosmetic damage. It was further determined that the device failed pretest for check the attachment coupling, and check for sticky speed trigger. It was noted in the service order that the device would not oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.